Event description:
Prior to the use of a bovie pencil for a procedure, it was identified that the cautery tip was not seated properly in the shaft of the pencil. The removable tip was taken out of the pen, and it was identified that the inserted portion was charring, and the plastic was melting. The bovie was immediately removed from the field and replaced prior to the start of the procedure. Pen was not used for patient procedure.